Manufacturer narrative:
(B)(4). Eval results and conclusion: excessively tortuous and severely calcified.

Event description:
An aneurx stent graft system was inserted into a pt for the treatment of an abdominal aortic aneurysm. The vessel morphology was reported as excessively tortuous and severly calcified. It was reported that as the device was being advanced it kinked and was unable to access the aneurysm. The device was removed from the pt. The device was discarded by the user facility. The physician elected to change the guidewire for a stiffer wire. Then another device was inserted and successfully deployed without complication. No clinical sequelae were reported, and the pt is fine.